Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that their safe lock apd luer lock connectors were not sealing completely, not tight enough and producing leaks. The pdrn stated that the patient has been having issues with the connector for a while. The pdrn has requested for a replacement for the connectors. It is unknown if the connectors or the solution bags are causing the issue. The pdrn stated that they are afraid that the patient may get an infection due to the leaks. Upon follow up, the pdrn stated that the patient¿s line disconnected during treatment. The pdrn confirmed that there was a fluid leak due to the disconnection. The pdrn stated that the patient has to tighten the adapter with clamps to better connecter to the baxter bag. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The leur lock adapter was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.